Event description:
It was reported that intermittent cartridge alarms occurred over 3 days (alarm 30) during the basal delivery with multiple cartridges. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.